Event description:
Customer reported a cgm error issue with error code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset instructions and guided the customer through the pump reset process, after which the cgm error was resolved and did not reappear.